Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system had a user login failure while in the middle of a case in the operating room. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2022 to 18-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist observed that the user account was already locked and informed the user that the hospital information technology department had access to unlock the account. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login due to the account being locked. A technical support specialist observed that the user account was already locked and informed the user that the hospital information technology department had access to unlock the account. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a user login failure while in the middle of a case in the operating room. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.